Manufacturer narrative:
Investigation summary: bd received twenty (20) samples and two (2) photos for investigation. The photos were reviewed and the indicated failure mode for underfill was observed. Additionally, the twenty (20) customer samples along with twenty (20) retention samples from bd inventory, were evaluated by functional testing and the issue of underfill was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2e 5.4mg plus blood collection tube there was under-fill or low draw of a tube with blood. It was reported this affected 4000 tubes. The following information was provided by the initial reporter and translated to english. The customer stated: "the tube had low draw, and some blood collection tubes have no draw, and the amount of blood drawn by inserting the blood collection needle is little or no."